Event description:
Tampon remains inside [foreign body in reproductive tract]. There was no string in tampon [device physical property issue.] Went to remove my tampon. There was no string and I'm not certain if it remains inside of me [complication of device removal]. Case narrative: consumer reported via phone that she went to remove tampon and there was no string. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon remains inside [foreign body in reproductive tract]. There was no string in tampon [device physical property issue]. Went to remove my tampon. There was no string and I'm not certain if it remains inside of me [complication of device removal]. Case narrative: consumer reported via phone that she went to remove tampon and there was no string. No serious injury reported.